Event description:
Engineering initiated an investigation based upon a potential failure of resistor r42 and r45 on the product therapy "pcb" assembly. A failure of these resistors could result in an inability to use the product pacer function.